Event description:
2023-jul-25: information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller reported that pt said their ins failed, never worked for them and did not help the pt. Caller stated pt has not used the device in a while and inquired on how to proceed with an MRI of pt's hip. 2023-07-27: additional information from the rep indicated that the ins has reached end of service (eos). 2023-nov-03: additional information was received from the patient. They reported that the spinal cord system (scs) never worked as advertised when it was put in. Patient further explained that the surgeon tried to put them under for the surgery but wasn't able to because the patient had built up an immunity against the anesthesia. The healthcare provider (hcp) explained to the patient the wire did not have a clear path to go up their spine because they have a calcium build in their spine. Patient was awake for the procedure, and explained the hcp did not put the wire where it was supposed to belong. The scs was meant to be for their left leg but did not receive pain relief. During the surgery patient had snot coming out of their nose and tears going down their face, they were in p ain. Patient stated they did not have pain relief until they got a pain pump. They have had no regrets with getting the pain pump. Patient plans on leaving the scs alone and has it turned off, they dont want anyone to touch it as they have been under a knife a lot in the past 10 years.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID: 977a160, lot# serial#: (B)(6), implanted: (B)(6) 2014, product type: lead, section d information references the main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(6), ubd: 22-aug-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.